Event description:
Report received of air-in-line distal to the tubing cassette. The plum a+ infusion pump was delivering an unspecified solution through the primary plumset. A trifurcated tubing set was hooked to the primary tubing set and unspecified concentrations of dopamine and dobutamine were infusing through the two clave ports on this set. The trifurcated set was hooked to the patient's umbilical venous catheter (uvc) with an unspecified stopcock. The nurse noted air traveling distally through the trifurcated set into the patient's uvc. The pump was stopped and reportedly, "not more than 0.2ml" of blood and air was aspirated from the patient's uvc. The remaining air was purged from the tubing set. The pump was started and delivery resumed. Approximately one minute later, the nurse again noted the presence of air traveling distally to the patient. The pump was stopped and again "not more than 0.2ml" was aspirated from the patient's uvc. The pump was started a second time and delivery was resumed. This event occurred a third time and after the air had been aspirated from the patient line and purged from the tubing set, the nurse reportedly, "raised the bags above the pump." She indicated that after this was done, there were no more problems with air in the line. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.